Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their lead "pre-ruptured after ten years". Additional information to clarify the event was not available. The lead remains in use. No patient complications have been reported as a result of this event.